Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device (onetouch ultra2). The reporter performed multiple comparison tests and claimed obtaining the following blood glucose readings: "130, 125 and 138 mg/dl" with the subject meter and "88 and 92 mg/dl" on the other device; "127 mg/dl" with the subject meter and "92 mg/dl" on the other device and finally "157 mg/dl" with the subject meter and "116 mg/dl" on the other device. Each of the comparison tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan&#62688;criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.